Manufacturer narrative:
H10/11: results of explant evaluation. The reported vascular graft was returned and an explant evaluation was performed. The lumen of the graft fragment was widely patent with a thin flat layer of friable light tan tissue covering the abluminal surface and scattered plaques of friable red/brown material which is consistent with blood. Along one edge the outer most layer was separated from the middle silicone layer of the device spanning approximately 7mm circumferentially. The device fragment was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the graft fragment was examined for material disruptions with the aid of a stereomicroscope. The ends of the graft fragment had been cut with a sharp surgical instrument during surgical explantation or when the graft was serially sectioned following explantation. Gross and post digestion examination of the returned graft fragment identified focal separation of abluminal layer and silicone layer. Multiple cannulation sites were also identified in this region. However, the time frame and cause of material separation cannot be determined.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® acuseal vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to mechanical disruption of the graft and formation of pseudoaneurysms. Device UDI lot/serial: (B)(4), UDI: (B)(4).

Event description:
On an unknown date, the patient underwent an arterio-venous shunt procedure to treat diabetic renal failure. A non-gore manufactured graft was implanted in the patient¿s left upper arm. On (B)(6) 2016, a part of the existing graft was replaced with a gore® acuseal vascular graft (ech060040j/5165997pp012). It was reported that the current arterio-venous shunt structure was radial artery-non gore-manufactured graft-gore® acuseal vascular graft-basilic vein. From (B)(6) 2017 to (B)(6) 2018, stenosis of the existing gore® acuseal vascular graft was revealed for multiple times. On (B)(6) 2018, a reintervention was performed to treat the graft re-stenosis, whereby a suspected stenosis portion of the gore® acuseal vascular graft was replaced with a new vascular graft. The physician confirmed with the explanted portion of the gore® acuseal vascular graft that its external and medium layers were partially delaminated and that a pseudoaneurysm was formed at the delamination site. The patient tolerated the reintervention procedure and has been still hospitalized.